Event description:
It was reported that the baloon cannot be inflated before use. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.045" in length, at the 12.6 cm area (distal of the thermal filament). No visible damaged to balloon latex. A CAPA is in progress for slit in catheter body related to balloon inflation.